Manufacturer narrative:
H6 - 4581: rotation h6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation and over/under correction. Due to low vault with rotation and over/under correction, the lens was exchanged for a same model but longer length lens. The problem was resolved cause of the event was reported as "patient related factor" and "use error".